Event description:
It was reported that the user¿s ilet insulin delivery stopped due to the cartridge running out of insulin unnoticed, resulting in elevated blood glucose, after which the user replaced the cartridge and insulin and resumed delivery with coaching to replace when approximately (B)(4) units remain. Symptoms included hyperglycemia with the highest reported blood glucose as 292 mg/dl accompanied by polydipsia, dry mouth, and polyuria. Outcomes included transient loss of therapy effect with user-directed monitoring while the system brings glucose back into range. Investigation included customer service troubleshooting and user education on cartridge replacement thresholds. Investigation of this case revealed insulin depletion leading to therapy interruption, with device function restored after cartridge replacement and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related insulin depletion and appropriate device use restored therapy.